Manufacturer narrative:
Date of event: the date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that prior to use with the bd ultra-fine¿ insulin syringes the needle got stuck in the cap. The following information was provided by the initial reporter: I've been using your 0.5ml 8mm 30g syringes for several years and it's the first time this has happened. One of my syringes got the needle stock in the cap.

Event description:
It was reported that prior to use with the bd ultra-fine¿ insulin syringes the needle got stuck in the cap. The following information was provided by the initial reporter: I've been using your 0.5ml 8mm 30g syringes for several years and it's the first time this has happened. One of my syringes got the needle stock in the cap.

Manufacturer narrative:
H.6. Investigation summary: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 1256999. Customer returned (1) loose 0.5ml bd insulin syringe. The customer reported that the needle got stuck in the cap. The returned sample was examined, and it was observed that the needle hub/shield assembly was separated from the syringe. No damage to the barrel tip was observed. A review of the device history record was completed for batch# 1256999. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure.